Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that a recently implanted patient's lead would not lineup. When the physician tried to close the pocket site, one of the lead got stuck in the ipg. It was stated that they were not able to run anything because the lead was not lined up. The patient underwent a revision where the lead and ipg were replaced. The physician suspected device malfunction. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the proximal end of one lead, the distal end of the other lead and the setscrew of the ipg were not left in the patient¿s body since all items were explanted.

Event description:
A report was received that a recently implanted patient's lead would not lineup. When the physician tried to close the pocket site, one of the lead got stuck in the ipg. It was stated that they were not able to run anything because the lead was not lined up. The patient underwent a revision where the lead and ipg were replaced. The physician suspected device malfunction. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the septum of port a was altered by the physician in an effort to remove the stuck lead. The setscrew was missing. Sc-2218-70 (sn (B)(4)) device evaluation indicated that the reported lead stuck in the ipg port a of the ipg was confirmed. The e8 of the proximal was flattened by a setscrew which appeared to be tightened wrongly during the procedure. Only the proximal end was returned. Sc-2218-70 (sn (B)(4)) only the distal end was returned.

Event description:
A report was received that a recently implanted patient's lead would not lineup. When the physician tried to close the pocket site, one of the lead got stuck in the ipg. It was stated that they were not able to run anything because the lead was not lined up. The patient underwent a revision where the lead and ipg were replaced. The physician suspected device malfunction. The patient was reportedly doing well postoperatively.